Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side implant rupture. Device has been explanted.

Event description:
Physician reported left side implant rupture. The device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Event description:
Additionally reported was "pain prior to the explant surgery".

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 9nov2024. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. Observed a missing piece of shell assessed as inconclusive. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side implant rupture. Device has been explanted.